Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the suction aid port cracked, making it difficult to aspirate secretions on the patient. This potentially caused an increased risk in aspiration pneumonia. "As this is someone¿s airway the device can not be changed easily. These are for the tubes that had been percutaneously inserted on different size tubes." The device was already inserted in the patient. There was patient involvement but no patient harm/adverse event reported. The event occurred in the hospital during. "Steps to resolve the issue: need to mark tubes and highlight the problem. Had the whole tube changed when patient was able to. Issue resolved: no."

Manufacturer narrative:
H6. Evaluation codes: updated. The investigation of this complaint was done based on a photo as the device was not received for physical analysis. On the photo there is a cracked suction connector. The root cause is unknown as it could be a molding defect or excessive force used when the connector was connected with syringe during use. No trend of confirmed customer complaints was identified in relation to this issue. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number. If the product is received the manufacturer will re-open the complaint for further device analysis.